Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was sticking and intermittently unresponsive. Reportedly, the keypad was peeling. It was not determined whether the tactile issue occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of the ok keypad button¿s intermittent response was not duplicated; all of the keypad buttons responded appropriately and the ok button was not sticking. There was evidence of contamination found under the all key contacts. Unrelated to the complaint, evaluation revealed that the vibratory function was unresponsive due to a misaligned vibration motor contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).